Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-07345. The pt rec'd two leads with the same lot number (device 1). It was reported, the stimulation was auto-reducing and stopping at perception. The sjm rep met with the pt for reprogramming and determined one lead had all invalid contacts. Stimulation was restored for a time, but the physician opted to undertake surgical intervention. During the procedure, the physician removed the one suspect lead with invalid impedances and attempted to implant a new lead (device 2). The new lead was placed peripherally, but was unable to provide pain relief, so the physician opted to explant the scs sys.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.